Event description:
We have received this error message from (B)(6) hospital they write::: we have just had a bad experience with ventilator no. 1. We are dealing with a respiratory challenged patient. The ventilator has difficulty ventilating the patient. We get red alarms on low tidal and minute volume. We are surprised that it does not immediately alarm for high pressure, as if that is what creates the challenge. Peak pressure was probably around 16-20 cmh20. While we are preparing for manual ventilation, the ventilator screen goes black with a red alarm "safety ventilation". At the same time, it alarms loudly, with a very insistent alarm. The respirator can only be switched off by holding the "off button" on both the front and the back. After this, it can be started up again, where it runs a self-test without problems. Before I can turn it off, I notice that it keeps trying to ventilate. The hose set including flow sensor is correctly mounted. Regards, (B)(6) nurse, intensive care unit, (B)(6) so there has been a patient on while this happened

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a software bug. In consequence software version 1.2.2 was installed to solve the issue. The ventilator is back in use. There was no patient or user harm reported. Hamilton medical ag complaint number: cer (B)(4) follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. Updated fields.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a software bug. In consequence software version 1.2.2 was installed to solve the issue. The ventilator is back in use. There was no patient or user harm reported.

Event description:
We have received this error message from (B)(6) hospital they write we have just had a bad experience with ventilator no. 1. We are dealing with a respiratory challenged patient. The ventilator has difficulty ventilating the patient. We get red alarms on low tidal and minute volume. We are surprised that it does not immediately alarm for high pressure, as if that is what creates the challenge. Peak pressure was probably around 16-20 cmh20. While we are preparing for manual ventilation, the ventilator screen goes black with a red alarm "safety ventilation". At the same time, it alarms loudly, with a very insistent alarm. The respirator can only be switched off by holding the "off button" on both the front and the back. After this, it can be started up again, where it runs a self-test without problems. Before I can turn it off, I notice that it keeps trying to ventilate. The hose set including flow sensor is correctly mounted. Regards, bettina nurse, intensive care unit, (B)(6) f so there has been a patient on while this happened.